Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric, 75% stenosed, de novo, proximal to mid lesion in the left anterior descending artery. A xience alpine 3.0 x 33 mm was implanted at the lesion, then it caused "stent jail" due to plaque shift of the side branch, first diagonal and the branch became narrow. To dilate the stent struts on the branch side, a trek 2.25 x 15 mm was advanced to the stent to secure the blood flow; however, the device could not go through the stent struts. The device was replaced with a non-abbott 2.25 x 15 mm balloon catheter, which could go through the struts and a kissing balloon technique was performed without issue. It was reported that there was no resistance during device removal. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; sion, guide cath: launcher 6fr ebu. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.